Manufacturer narrative:
The insulin pump unable to prime during the prime test and the pump alarmed motor error during the basic occlusion test due to loose drive support disk. The motor passed motor test. The pump was received with minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she recently had issues with the motor. The customer stated that when she tried to rewind the pump, she received a motor error. The customer stated that she changed the battery and did a self-test and received the same error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.